Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
Reported one false negative sars result for one symptomatic patient. The customer communicated the result was confirmed positive by molecular (pcr testing).